Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a representative (rep) regarding the patient. It was reported that the wireless external neurostimulator (wens) was not returned. The rep stated they could not be at the lead pull to retrieve the device. The rep stated that they did not have the serial number. No further complications were reported.

Manufacturer narrative:
Product ID: neu_unknown_lead, serial# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) on (B)(4) 2018. The rep stated that the wireless external neurostimulator (wens) serial number was unknown. Troubleshooting included taking an x-ray which showed one lead migrated 2 levels down the other out of the epidural space. The cause of the lead migration was not known. The lack of pain relief was not resolved. The patient failed the trial and was flipped to nevro. The patient¿s weight at the time of the event was unknown. This information was confirmed with the physician. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the patient had no pain relief. An x-ray confirmed the trial lead migrated from t8 to t9. The patient was switched to a trial device from another manufacturer.